Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was placed in the appropriate position and depth of penetration was confirmed on x-ray. Rapid ventricular pacing was performed and the device was implanted. The valve was implanted and the positioning was confirmed via echocardiogram and contrast. The valve did not fully expand in the annulus, therefore a post- balloon aortic valvuloplasty (bav) was performed. The balloon inflated correctly. The valve appeared round in shape and the transesophageal echocardiogram looked appropriate. However, removing the balloon after appropriate forward advancement resulted in the dislodgement of the valve into the proximal ascending aorta/sinotubular junction (stj). Severe aortic insufficiency was observed. The valve freed itself from the native valve and the insufficiency resolved.  It was determined that the valve needed to be surgically removed. Of note, the patient had an area of circumferential calcification of the stj. During the explant procedure, areas of broken calcifications were visible at "many regions". Raw calcifications with fractures were observed near the stj above the left main coronary ostium. The valve was explanted and the area was debrided to allow for seating of the new surgical valve. While manipulating the surgical valve down to the annulus seat, a tear was created in the artificial valve that could not be repaired. The valve was replaced with a second, new surgical valve. The patient reportedly "appeared to tolerate the procedure well". No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A medical safety assessment was performed. Based on the available information, the valve dislodgement was caused by the removal of the balloon used for post-implant balloon aortic valvuloplasty (bav). The severe aortic insufficiency was likely caused by the valve dislodgement. Dislodgement is a known potential risk of valve implantation. All reported adverse events and severities are documented within the risk files and instructions for use. No further action is required. Without imaging, we are unable to conclusively determine the root cause for the reported expansion issues experienced and if there were any patient anatomy issues that may have prevented the valve from fully expanding. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. A post-implant bav was performed, however, it was reported that the removal of the balloon resulted in the dislodgement of the valve. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. The reported dislodgement due to the balloon was unable to be confirmed from the information available. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this event, the regurgitation was reportedly a result of the dislodgement. However, this was also unable to be confirmed. This event does not indicate device misuse or malfunction updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.